Event description:
On (B)(6)2017 while at home, patient connected his controller to ac power at which time all lights came on the controller and patient notified to contact hospital. Pt attempted to use secondary cable with same results. No alarms when batteries used. Pt admitted (B)(6)2017 for short to shield. On 06/02 thoratec engineers arrived and repaired wires. On (B)(6) pt in bed, stretched arms above head and lvad alarmed low flow then "drive line disconnected." Pt swapped to non-grounded cable. On (B)(6) lvad exchanged due to internal short to shield.